Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated no trauma or falls were reported prior to the allegation. In this case the paddle lead was cut during explant and only the terminal end lead tails were returned.

Event description:
Manufacturer reference number: 3006705815-2023-06796. Additional information indicates that the lead was replaced on (B)(6) 2023 to address the issue. It was also reported that during the procedure, the ipg lost communication with external devices as a result, the ipg was also replaced on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. CT scan revealed patient's lead has migrated. As a result, surgical intervention may take place to address the issue.